Manufacturer narrative:
Blood was observed on the adhesive pad of the device. Inspection of the formed needle found no defects that would cause bleeding or bruising. The exact cause of the observed blood could not be determined. The exposed portion of the soft cannula was observed to be flattened and measured to be stretched. Fluid was still able to flow through the whole fluid path. It could not be determined how or when this damage occurred.

Event description:
It was reported the patient's blood glucose level rose to 277mg/dl while wearing the pod between 4 and 24 hours in the arm. As treatment, a new pod was placed. Pod was originally reported for bleeding/bruising at the infusions site.